Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6 corrected: d11 d11: 010000998 ¿ g7 screw ¿ 6596562 010000996 ¿ g7 screw ¿ 6596562 010000997 ¿ g7 screw ¿ 6017218 010000999 ¿ g7 screw ¿ 6611150 reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. It was reported that the patient had a fall which could have contributed to the reported event however a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110010265 ¿ g7 cup - 6669380. 010001032 ¿ cocr femoral head ¿ 6458261. 30124006 ¿ g7 high wall liner ¿ 64561727. 11-301341 ¿ arcos cone ¿ 215930 . Unknown arcos stem ¿ unknown part and lot . 010000996 ¿ g7 screw ¿ 6379063 . 010000996 ¿ g7 screw ¿ 6596562 . 010000996 ¿ g7 screw ¿ 6059231 . 010000996 ¿ g7 screw ¿ 6596562 . 010000996 ¿ g7 screw ¿ 6017218 010000996 ¿ g7 screw ¿ 6611150 customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02256. 0001825034 - 2020 - 02806. 0001825034 - 2020 - 02807. 0001825034 - 2020 - 02809. 0001825034 - 2020 - 02810. 0001825034 - 2020 - 02811.

Event description:
It was reported that patient underwent a left hip revision approximately 22 years post implantation, and a second revision approximately 2 months later. Subsequently, the patient experienced a fall and it was found that the cup component had dislodged and was replaced approximately 5 days later. Attempts have been made and additional information on the reported event is unavailable at this time.